Event description:
Customer reported a hospitalization due to high blood glucose levels. At 7 am, customer had a blood glucose level of 527 mg/dl. He gave himself 25 units of insulin. At 10 am, his blood glucose level was 567 mg/dl. Customer gave himself 7 units of insulin. At 3:15 pm, customer's blood glucose level was 363 mg/dl. He gave himself 4 units of insulin and went to a clinic, hoping to prevent the need for a hospital visit. At 5:15 pm, customer's blood glucose was 272 mg/dl. By 7:30 pm, his blood glucose was 428 mg/dl. He took 4 units of insulin. At 9:30 pm, customer was admitted to the emergency room with a blood glucose level of 394 mg/dl. He was treated with the insulin pump and an IV drip. He experienced diabetic ketoacids, vomiting, nausea, chills, dry tongue, leg pains, and shaking. Customer thinks he might have had food poisoning. He was released the next day. During trouble shooting, no malfunctions were observed from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.